Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had met with the physician for x-rays which did not show the lead had moved. It ws reported the pt only had two contacts which were not invalid. Reprogramming was unable to provide the stimulation with any stimulation. It was reported the pt wanted to move forward with surgical intervention at a future date to address the issue. Reference MFR report: 1627487-2013-20154 regarding the prior issue.